Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had stopped in the middle of a rewind multiple times. Customer's blood glucose level was unknown at the time of the incident. Customer also stated that battery life had diminished from first receiving the insulin pump. The device will be returned for analysis.